Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from a funeral home. The cause of death was listed as bacterial endocarditis superimposed on a calcified mitral valve. Further review of the manufacturer's database indicated the patient died approximately two years and nine months after the system was implanted. Additional information related to the death including circumstances and secondary factors is not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.